Event description:
It was reported that the atrial lead exhibited noise, undersensing and intermittent capture due to dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4)